Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Gupta r, ogilvy cs, moore jm, et al. Proposal of a follow-up imaging strategy following pipeline flow diversion treatment of intracranial aneurysms. Journal of neurosurgery. 2019;131(1):32. Http://search.ebscohost.com/login.aspx?direct=true<(>&<)>db=edo <(>&<)>an=137238355<(>&<)>site=eds-live. Accessed october 22, 2019. Medtronic received a report from a clinical study through a literature article to propose a standardized follow-up imaging strategy for intracranial aneurysms treated with the pipeline embolization device (ped). A total of 218 patients underwent treatment for 259 aneurysms with the ped. There were 235 anterior and 24 posterior circulation aneurysms. The average aneurysm size was 7mm. The study took place between march 2013 and march 2017. 16 aneurysms were re-treated with the pipeline, 18 months after pipeline treatment, 200 aneurysms were occluded, 22 near-completely, 37 incompletely occluded. There were 12 thromboembolic and 4 hemorrhagic, 3 symptomatic complications, respectively.